Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open abdominal excision of the rectum, on direct intestinal resection, after connecting the reload and checking the opening and closing, the tissue was clamped for firing, however, stapling could not be performed. The same operation was performed twice, but it was the same. The product was replaced to resolve the issue. There was no patient injury.